Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Further function testing could not be performed based on the photos. Therefore, the reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for urological catheter. Potential root cause could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿

Event description:
It was reported that prior to use, the user had found a leak on the foley catheter balloon. A new foley catheter had been unpacked to use.